Event description:
The customer reported the ac receptical for workstation was pulled out from wall. Customer still using unit and no report of injury.

Manufacturer narrative:
The ge service rep replaced bezel for ac receptical. Unit working as intended.